Manufacturer narrative:
The probnp ii reagent lot number was 88096903 with an expiration date of 31-oct-2026. The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys probnp ii assay on a cobas e 411 analyzer (rack system). Initial result: <10.0 ng/l. 1st repeat result: 851.6 ng/l. 2nd repeat result: 860.9 ng/l. The initial result was questioned, and the patient sample was manually rerun, based on the initial system liquid level detection (lld) alarm.

Manufacturer narrative:
The field service engineer checked the sample/reagent probe and found no issues. The humidity at the customer's site had been low (15-20%) during the winter season, which is out of the requirement range for the cobas e 411 analyzer. Product labeling states "environmental conditions humidity (indoor use only) operation: 20 - 80% (non-condensing)." The cause of the event was consistent with a preanalytic issue (a droplet on the tube wall that was misinterpreted by liquid level detection of the cobas e 411 to be the sample area) and an environmental issue at the customer site. Preanalytic are within the customer's responsibility. There was no indication of a device malfunction.